Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted a 24mm wds. The 24mm closure device was attempted but needed to be fully recaptured. A larger 27mm wds was then used to continue the procedure. This device was attempted, but failed to meet the release criteria and was fully recaptured. The decision was made to end the procedure with no closure device implanted. Before the patient left the room, it was noted that there was an increase in fluid around the appendage. The patient was diagnosed with a pericardial effusion. The back wall of the appendage was perforated during attempted implant. A pericardiocentesis was performed and 60cc's of blood was removed from the pericardial space. The drain was left in overnight and the next day the drain had minimal output. The patient is expected to make a full recovery and will be discharged from the hospital. It was further reported that a cardiac tamponade occurred in addition to the previously reported pericardial effusion on the same day as the procedure.

Manufacturer narrative:
B5: describe event or problem - updated to account for cardiac tamponade event. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email- updated h6: patient codes- added a cardiac tamponade patient code.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted a 24mm wds. The 24mm closure device was attempted but needed to be fully recaptured. A larger 27mm wds was then used to continue the procedure. This device was attempted, but failed to meet the release criteria and was fully recaptured. The decision was made to end the procedure with no closure device implanted. Before the patient left the room, it was noted that there was an increase in fluid around the appendage. The patient was diagnosed with a pericardial effusion. The back wall of the appendage was perforated during attempted implant. A pericardiocentesis was performed and 60cc's of blood was removed from the pericardial space. The drain was left in overnight and the next day the drain had minimal output. The patient is expected to make a full recovery and will be discharged from the hospital.